Event description:
It was reported that an alert was observed for low pacing impedance on the right ventricular (rv) lead. It was further reported that the impedance had been trending lower and had been highly variable for some time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The analyst commented that 598 of 1144 ventricular sic occurred since (B)(4) 2012. A lead integrity alert (lia) triggered on (B)(4) 2013 due to meeting the conditions for non-sustained episodes and ventricular sic. A subthreshold lead impedance alert was recorded on (B)(4) 2013. A lia was triggered on (B)(4) 2013. Superior vena cava (svc) and defibrillation impedances are undefined on (B)(4) 2013.

Event description:
It was later reported that due to the alert, a change occurred in the non-sustained episode (nst) collection criteria. This resulted in an accumulation of nst episodes as was seen on the patient¿s remote monitor transmission.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 2187 implantable pacing lead (B)(6) 2002; 2872 crdm adaptor (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.